Event description:
Customer reported constant irrigation during procedure. The system was exchanged and the procedure was completed with a delay of less than 15 minutes. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported issue, constant irrigation. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).